Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had shut off and exhibited high impedance with trends showing a steady increase, and no capture. The ra lead remains off in the patient. No patient complications have been reported as a result of this event.